Event description:
Agent ide study. It was reported that coronary artery disease and in-stent restenosis occurred. In (B)(6) 2020, prior to the index procedure, ostial left circumflex artery (lcx) was treated with 3.5 mm x 12 mm promus elite drug-eluting stent (des) and distal lcx and om2 bifurcation was treated with angioplasty using 2.5 mm x 12 mm and 3.0 mm x 16 mm promus elite des. In (B)(6) 2021, prior to index procedure, in-stent restenosis (isr) at ostial lcx and distal lcx was treated with intravascular ultrasound (ivus) guided percutaneous coronary intervention (pci) resulting to 0% residual stenosis. In (B)(6) 2022, prior to the index procedure, mid to distal lcx was treated angioplasty using 3.5 mm x 12 mm nc quantum balloon due to severe isr. In (B)(6) 2022, the subject presented with unstable angina and was referred for the agent ide study and the index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The subject was on a prior regimen of aspirin and other antiplatelet medication, at the time of index procedure. Electrocardiogram (ECG) revealed sinus rhythm, st deviation and moderate t-wave abnormality considered anterolateral ischemia. The target lesion was located at distal lcx and was 10 mm long with a reference vessel diameter of 3.0 mm. The target lesion was predilated using 3.5 mm x 15 mm balloon and shockwave intracoronary lithotripsy with 0% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 3.25 mm x 8 mm study device successfully with 0% residual stenosis and timi flow of 3. Angiography revealed 99% isr at mid-distal lcx. On the same day, the 99% isr at distal lcx was treated with the study device as part of agent ide study. On the next day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject started experiencing chest tightness and worsening shortness of breath which was improved with nitroglycerine. Fifteen days later, the subject presented to the hospital with the complaints of ongoing chest pressure associated with shortness of breath. On the same day, subject was hospitalized for further evaluation and treatment. The subject was diagnosed with coronary artery disease. At the time of the event, the subject was on aspirin and clopidogrel. ECG revealed normal sinus rhythm with occasional ventricular premature complexes with possible left atrial enlargement and moderate t wave abnormality, considered lateral ischemia. Diagnostic catheterization, ivus and lab tests were performed as diagnostics for the event. On the next day, 80% restenosis in proximal lcx was treated with 3.0 mm x 8 mm nc balloon successfully. Post revascularization, the residual stenosis was noted as 10% and timi flow was 3. Additionally, the 90% restenosis in mid lcx was treated with 3.0 mm x 15 mm non-bsc scoring balloon followed by 3.5 mm x 15 mm nc balloon. Post revascularization, the residual stenosis was noted as 20% and timi flow was 3. The rationale for intervention was angina. Angio core lab, revealed isr stenosis pattern as 1c and target lesion revascularization was performed for the target lesion distal lcx. On the same day, the event was considered to be recovered / resolved and the subject was discharged on aspirin and clopidogrel. No additional information is available or expected at this point.

Event description:
Agent ide study. It was reported that coronary artery disease and in-stent restenosis occurred. In (B)(6) 2020, prior to the index procedure, ostial left circumflex artery (lcx) was treated with 3.5 mm x 12 mm promus elite drug-eluting stent (des) and distal lcx and om2 bifurcation was treated with angioplasty using 2.5 mm x 12 mm and 3.0 mm x 16 mm promus elite des. In (B)(6) 2021, prior to index procedure, in-stent restenosis (isr) at ostial lcx and distal lcx was treated with intravascular ultrasound (ivus) guided percutaneous coronary intervention (pci) resulting to 0% residual stenosis. In (B)(6)2022, prior to the index procedure, mid to distal lcx was treated angioplasty using 3.5 mm x 12 mm nc quantum balloon due to severe isr. In (B)(6) 2022, the subject presented with unstable angina and was referred for the agent ide study and the index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The subject was on a prior regimen of aspirin and other antiplatelet medication, at the time of index procedure. Electrocardiogram (ECG) revealed sinus rhythm, st deviation and moderate t-wave abnormality considered anterolateral ischemia. The target lesion was located at distal lcx and was 10 mm long with a reference vessel diameter of 3.0 mm. The target lesion was predilated using 3.5 mm x 15 mm balloon and shockwave intracoronary lithotripsy with 0% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 3.25 mm x 8 mm study device successfully with 0% residual stenosis and timi flow of 3. Angiography revealed 99% isr at mid-distal lcx. On the same day, the 99% isr at distal lcx was treated with the study device as part of agent ide study. On the next day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject started experiencing chest tightness and worsening shortness of breath which was improved with nitroglycerine. Fifteen days later, the subject presented to the hospital with the complaints of ongoing chest pressure associated with shortness of breath. On the same day, subject was hospitalized for further evaluation and treatment. The subject was diagnosed with coronary artery disease. At the time of the event, the subject was on aspirin and clopidogrel. ECG revealed normal sinus rhythm with occasional ventricular premature complexes with possible left atrial enlargement and moderate t wave abnormality, considered lateral ischemia. Diagnostic catheterization, ivus and lab tests were performed as diagnostics for the event. On the next day, 80% restenosis in proximal lcx was treated with 3.0 mm x 8 mm nc balloon successfully. Post revascularization, the residual stenosis was noted as 10% and timi flow was 3. Additionally, the 90% restenosis in mid lcx was treated with 3.0 mm x 15 mm non-bsc scoring balloon followed by 3.5 mm x 15 mm nc balloon. Post revascularization, the residual stenosis was noted as 20% and timi flow was 3. The rationale for intervention was angina. Angio core lab, revealed isr stenosis pattern as 1c and target lesion revascularization was performed for the target lesion distal lcx. On the same day, the event was considered to be recovered / resolved and the subject was discharged on aspirin and clopidogrel. No additional information is available or expected at this point. It was further reported that the subject started experiencing sharp left sided chest pain which alleviated with rest. The symptoms again started at night and was constantly radiating to the left shoulder on (B)(6) 2022. The subject presented emergently with one day history of substernal chest pain for which nitroglycerine and ntg IV was administered. The subject had another episode of chest pain at night after nstemi. On (B)(6) 2022, subject had a coronary angiography which revealed the 95% proximal restenosis in saphenous vein grafts (svg) to obtuse marginal (om) graft which was treated with 2.75 mm x 26 mm non-boston scientific drug eluting stent successfully. On (B)(6)2022, the event was considered as recovered/resolved and the subject was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Correction: d6a implant date.

Event description:
It was reported that coronary artery disease and in-stent restenosis occurred. In (B)(6) 2020, prior to the index procedure, ostial left circumflex artery (lcx) was treated with 3.5 mm x 12 mm promus elite drug-eluting stent (des) and distal lcx and om2 bifurcation was treated with angioplasty using 2.5 mm x 12 mm and 3.0 mm x 16 mm promus elite des. In (B)(6) 2021, prior to index procedure, in-stent restenosis (isr) at ostial lcx and distal lcx was treated with intravascular ultrasound (ivus) guided percutaneous coronary intervention (pci) resulting to 0% residual stenosis. In (B)(6) 2022, prior to the index procedure, mid to distal lcx was treated angioplasty using 3.5 mm x 12 mm nc quantum balloon due to severe isr. In (B)(6) 2022, the subject presented with unstable angina and was referred for the agent ide study and the index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The subject was on a prior regimen of aspirin and other antiplatelet medication, at the time of index procedure. Electrocardiogram (ECG) revealed sinus rhythm, st deviation and moderate t-wave abnormality considered anterolateral ischemia. The target lesion was located at distal lcx and was 10 mm long with a reference vessel diameter of 3.0 mm. The target lesion was predilated using 3.5 mm x 15 mm balloon and shockwave intracoronary lithotripsy with 0% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 3.25 mm x 8 mm study device successfully with 0% residual stenosis and timi flow of 3. Angiography revealed 99% isr at mid-distal lcx. On the same day, the 99% isr at distal lcx was treated with the study device as part of agent ide study. On the next day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject started experiencing chest tightness and worsening shortness of breath which was improved with nitroglycerine. Fifteen days later, the subject presented to the hospital with the complaints of ongoing chest pressure associated with shortness of breath. On the same day, subject was hospitalized for further evaluation and treatment. The subject was diagnosed with coronary artery disease. At the time of the event, the subject was on aspirin and clopidogrel. ECG revealed normal sinus rhythm with occasional ventricular premature complexes with possible left atrial enlargement and moderate t wave abnormality, considered lateral ischemia. Diagnostic catheterization, ivus and lab tests were performed as diagnostics for the event. On the next day, 80% restenosis in proximal lcx was treated with 3.0 mm x 8 mm nc balloon successfully. Post revascularization, the residual stenosis was noted as 10% and timi flow was 3. Additionally, the 90% restenosis in mid lcx was treated with 3.0 mm x 15 mm non-bsc scoring balloon followed by 3.5 mm x 15 mm nc balloon. Post revascularization, the residual stenosis was noted as 20% and timi flow was 3. The rationale for intervention was angina. Angio core lab, revealed isr stenosis pattern as 1c and target lesion revascularization was performed for the target lesion distal lcx. On the same day, the event was considered to be recovered / resolved and the subject was discharged on aspirin and clopidogrel. No additional information is available or expected at this point. It was further reported that the subject started experiencing sharp left sided chest pain which alleviated with rest. The symptoms again started at night and was constantly radiating to the left shoulder on (B)(6) 2022. The subject presented emergently with one day history of substernal chest pain for which nitroglycerine and ntg IV was administered. The subject had another episode of chest pain at night after nstemi. On (B)(6) 2022, subject had a coronary angiography which revealed the 95% proximal restenosis in saphenous vein grafts (svg) to obtuse marginal (om) graft which was treated with 2.75 mm x 26 mm non-boston scientific drug eluting stent successfully. On (B)(6) 2022, the event was considered as recovered/resolved and the subject was discharged on the same day on aspirin and clopidogrel.

Event description:
Agent ide study: it was reported that coronary artery disease and in-stent restenosis occurred. In (B)(6) 2020, prior to the index procedure, ostial left circumflex artery (lcx) was treated with 3.5 mm x 12 mm promus elite drug-eluting stent (des) and distal lcx and om2 bifurcation was treated with angioplasty using 2.5 mm x 12 mm and 3.0 mm x 16 mm promus elite des. In (B)(6) 2021, prior to index procedure, in-stent restenosis (isr) at ostial lcx and distal lcx was treated with intravascular ultrasound (ivus) guided percutaneous coronary intervention (pci) resulting to 0% residual stenosis. In (B)(6) 2022, prior to the index procedure, mid to distal lcx was treated angioplasty using 3.5 mm x 12 mm nc quantum balloon due to severe isr. In (B)(6) 2022, the subject presented with unstable angina and was referred for the agent ide study and the index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The subject was on a prior regimen of aspirin and other antiplatelet medication, at the time of index procedure. Electrocardiogram (ECG) revealed sinus rhythm, st deviation and moderate t-wave abnormality considered anterolateral ischemia. The target lesion was located at distal lcx and was 10 mm long with a reference vessel diameter of 3.0 mm. The target lesion was predilated using 3.5 mm x 15 mm balloon and shockwave intracoronary lithotripsy with 0% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 3.25 mm x 8 mm study device successfully with 0% residual stenosis and timi flow of 3. Angiography revealed 99% isr at mid-distal lcx. On the same day, the 99% isr at distal lcx was treated with the study device as part of agent ide study. On the next day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject started experiencing chest tightness and worsening shortness of breath which was improved with nitroglycerine. Fifteen days later, the subject presented to the hospital with the complaints of ongoing chest pressure associated with shortness of breath. On the same day, subject was hospitalized for further evaluation and treatment. The subject was diagnosed with coronary artery disease. At the time of the event, the subject was on aspirin and clopidogrel. ECG revealed normal sinus rhythm with occasional ventricular premature complexes with possible left atrial enlargement and moderate t wave abnormality, considered lateral ischemia. Diagnostic catheterization, ivus and lab tests were performed as diagnostics for the event. On the next day, 80% restenosis in proximal lcx was treated with 3.0 mm x 8 mm nc balloon successfully. Post revascularization, the residual stenosis was noted as 10% and timi flow was 3. Additionally, the 90% restenosis in mid lcx was treated with 3.0 mm x 15 mm non-bsc scoring balloon followed by 3.5 mm x 15 mm nc balloon. Post revascularization, the residual stenosis was noted as 20% and timi flow was 3. The rationale for intervention was angina. Angio core lab, revealed isr stenosis pattern as 1c and target lesion revascularization was performed for the target lesion distal lcx. On the same day, the event was considered to be recovered / resolved and the subject was discharged on aspirin and clopidogrel. No additional information is available or expected at this point. It was further reported that the subject started experiencing sharp left sided chest pain which alleviated with rest. The symptoms again started at night and was constantly radiating to the left shoulder on (B)(6) 2022. The subject presented emergently with one day history of substernal chest pain for which nitroglycerine and ntg IV was administered. The subject had another episode of chest pain at night after nstemi. On (B)(6) 2022, subject had a coronary angiography which revealed the 95% proximal restenosis in saphenous vein grafts (svg) to obtuse marginal (om) graft which was treated with 2.75 mm x 26 mm non-boston scientific drug eluting stent successfully. On (B)(6) 2022, the event was considered as recovered/resolved and the subject was discharged on the same day on aspirin and clopidogrel. It was further reported that in (B)(6) 2024, that in (B)(6) 2024, the patient presented to emergency department (ed) with chief complaint of chest pain unresolved with nitroglycerin and was diagnosed with non-st elevation myocardial infarction. Angiography revealed 100% in-stent restenosis with timi flow 0 at the distal lcx and 95% in stent restenosis (isr) of the svg to om graft. The 95% in-stent restenosis noted in svg-om graft was treated with multiple balloons and an agent dcb to complete treatment. The event was resolved/recovered. The patient was discharged with dapt.